Manufacturer narrative:
(B)(6) 2015 03:38 pm (gmt-4:00) added by (B)(6) ((B)(4)): an internal investigation has been opened and corrective actions have been taken. The complaint has not been confirmed. Complaint trends will continue to be monitored for this issue. A device and lot history record [(B)(4)] review was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Event description:
After priming the oxygenator they noticed a significant amount of air in the unit. They re-primed it and used.